Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the 2-pole connector in the reported problem area of the pipetter assembly. The instrument was inspected tested without further problem and returned to service.